Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had error code 20. It was also reported that the device identifies bd 3ml syringe as bd plastipak 1ml with no other syringe options. The barrel clamp calibration was performed. When the device is powered on, error code 13-1033-149 alarm is now obtained. There was no consequences or impact to the patient.

Manufacturer narrative:
Sample inspection: an external and internal inspection of the customer¿s incident syringe module observed the male and female iui connector contact pins with unidentified film contaminants. No other obvious issues or anomalies were identified with the device during the inspection which would have led to the reported complaint. Log analysis results: results from a review of the logs identified the reported error ¿13-1033-149¿ on 5 nov 2020 at 8:51 am and on 9 nov 2020 at 8:30 am showing recorded as faultid=; domain=13; object=1033; line=149; task=257623790. The error code 20 described in the complaint appears associated to the current state during the transition fault noted in the error log. No errors were identified on the reported date of the event (B)(6) 2020. The errors were noted occurring after the unit was attached to the pcu and exhibiting a ¿syringe calibration required¿. Software engineering identified the soft fault error as an illegal state transition (13-1033-149) due to the feature control event from the pcu (event 19) while the syringe is in the malfunction state (current state 20). The error has been addressed in software version 9.33 and is part of tracker 15112. Test results: functional testing, consisting of attaching the syringe module to a test pcu noted in the logs could not replicate the reported error event. However, the pump was observed displaying ¿syringe calibration required¿ which was addressed after calibrating the pump. All tests during calibration passed. Syringe recognition testing showed the pump displaying the correct bd plastipak 3ml syringe when a bd 3ml syringe was loaded as reported on the complaint. Additionally, the volume detected was accurate on the syringe during programming and the total infusion amount infused at the end of the infusion was observed correct. It should be noted that the dataset was not made available to verify what syringes were selected to be included in the favorites list. Test methods: n/a. Device history review: a review of the source device history could not be performed. No serial number found. Root cause: the root cause of the reported error codes were a result of a software issue during an illegal state transition. The soft fault error has been addressed in software version 9.33. The root cause of the syringe module recognizing a bd 3ml syringe as a bd plastipak 1ml syringe during use was not definitely determined. It should be noted that the dataset was not made available to verify the syringes that were selected as part of the customer¿s favorite list. It¿s possible that the bd plastipak 3ml syringe was not selected as part of the favorites list in the dataset and did not display on the screen until the ¿all syringes¿ option was selected. The customer¿s reported complaint of error code 20 and error code 13-1033-149 were confirmed during a review of the logs. The reported complaint of the device identifying a bd 3ml as a bd plastipak 1ml was not confirmed during testing. Results from an analysis of the logs identified the errors as part of a software issue where, when the syringe module needs calibration and is attached to a pcu, the module goes into a soft fault error 13-1033-149 instead of the expected pcu display ¿syringe calibration required¿. Test results derived from functional testing and asm calibration demonstrated the syringe module recognizing the correct syringe size and passing all accuracy tests. It is possible that the bd 3ml syringe was not selected to be part of the favorites list in the dataset. As a result, the bd plastipak 1ml syringe may have only displayed until the ¿all syringes¿ option is selected, displaying all syringes as noted during testing. The syringe module was being used for treatment. H3 other text : no product received.

Event description:
It was reported that the device had error code 20. It was also reported that the device identifies bd 3ml syringe as bd plastipak 1ml with no other syringe options. The barrel clamp calibration was performed. When the device is powered on, error code 13-1033-149 alarm is now obtained. There was no consequences or impact to the patient.